Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for routine follow up in clinic. Non- sustained right ventricular oversensing (nsrvo) episodes due to post paced t-wave oversensing was noted on an implantable cardioverter defibrillator. Programming changes were made. The patient was stable throughout.